Event description:
It was reported via a customer portal that the pod¿s needle did not correctly deploy and the pod deactivated itself. The patient tried activating the pod 3 times. The pod did not double beep after filling with insulin. No medical assistance was required. The patient confirmed that the needle cap color was clear. No additional information was available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.